Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the "error 1" message appeared on the display of the one touch ping meter. The medical surveillance specialist reviewed the customer advocate (cca) documentation. This complaint is being reported because the issue was not resolved through troubleshooting. The pt did not allege any symptoms or treatment, due to the issue. Replacement products were sent to the pt.